Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date(B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient  had back surgery in march and afterwards a fluid filled pocket was formed near the pump area. The ptient went in to have the pocket drained today and was informed that the catheter had been cut at surgery. The doctor tied off the catheter and was informed to call nura. A lump in the patient's midback was diagnosed as cerebrospinal fluid (csf). A two-step wean or total decrease of 1000mcg/day was performed.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial #: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump side catheter was explanted and replaced.

Manufacturer narrative:
H3: the pump and 8598a were returned and no significant anomalies were found. The 8596sc catheter was returned and a cut was identified in the catheter body. Continuation of d10: product ID: 8596sc, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2024, product type: catheter, product ID: 8598a, lot# serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1: this field was updated. Continuation of d10: product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter, product ID: 8598a, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.